Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that this left ventricular lead was explanted due to lead fracture. At initial implant, the physician left a guidewire inside of the lead to aid in lead stability and it remained inside the lead throughout the implant life of the lead. It is believed that this guidewire being left inside the lead may have caused or contributed to the lead fracture. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.